Manufacturer narrative:
Batch review performed on 29 july 2025: lot 2317484: (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 2028-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant revised, batch review performed on 29 july 2025: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot 2307689: (B)(4) items manufactured and released on 05-apr-2023. Expiration date: 2028-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6)2025. On (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor cup and liner and medacta proximal body and head. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Follow up 1: device manufacture date (h4) was incorrected.